Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked at the y-site. One set leaked via the lowest hub, and the other broke at the y-site. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and a leak at the second y-site clearlink was observed. An autopsy was performed on the second y-site, and a hole in the gland was observed. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.